Manufacturer narrative:
Follow-up #1 date of submission 11/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(4) 2012 and stated the down arrow keypad button was intermittently unresponsive and the contrast button was unresponsive. The patient noted a tear on the down arrow button and was unsure whether tactile changes or damage occurred first. The patient reportedly wore the pump in a pouch in a pocket and cleaned it with alcohol pads. The user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.